Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent system products that are cleared in the us. The product classification code for the lifestent vascular stent system product is identified. The lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has been returned. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f060603c lifestent vascular stent system allegedly experienced premature activation and difficult to removed. This malfunction involved one patient with no consequences. The (B)(6) year old male patient was (B)(6) kgs.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation identified premature activation and difficult to remove. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f060603c lifestent vascular stent system allegedly experienced premature activation and difficult to removed. This malfunction involved one patient with no consequences. The 66 year old male patient was 70 kgs.